Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. The surgeon performed patient's initial surgery in (B)(6) 2020. The patient was implanted with a competitor acetabular component and augment, but an srom stem and femoral head. The stem was unfortunately loose and needed to be removed. Dr. Had to perform a femoral shortening in the patient's initial surgery. Unfortunately, the stem did not take to this procedure and appeared to be loose. What remained of the patient's proximal femur was not in the best condition either, so after removing the srom stem and sleeve, dr. Opted to perform a proximal femoral replacement. Doi: (B)(6) 2020. Dor: (B)(6) 2021; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.